Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# v054604, implanted: (B)(6) 2008, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3387s-40, lot# v054604, implanted: (B)(6) 2008, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that a couple of days ago the patient fell and hit his chest directly where the implantable neurostimulator (ins) was located. Since the fall the patient was ¿not feeling the same.¿ the patient was ¿not feeling quite right for the last few days and he was off, not moving easily.¿ the reporter mentioned that the patient was not doing great anyways and there was not a great difference. The patient¿s daughter checked the ins with the patient programmer and it showed ¿on / ok¿ and the settings looked good. The reporter called the doctor¿s office, who redirected her to the manufacturer. No intervention or patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.